Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve palsy (pnp). Cryoablation was paused, but after twenty minutes the phrenic nerve activity did not improve. The case was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.